Event description:
First fast-fix t2 was missing from the assembly, second fast-fix, t1 and t2 were set too close together and could not be used. It was confirmed that t1 from the device was left in the patient.

Manufacturer narrative:
(B) (4): device was not being returned for evaluation.(B) (4)